Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a vial-mate reconstitution device. The cored part of the rubber stopper had pushed into the vial upon activation. There was no patient injury or medical intervention associated with this event. No additional information is available.